Event description:
The doctor attempted to use the exoseal at completion of case for groin closure. Exoseal did not deploy. Removed, manual pressure held to right groin, and tegaderm applied. No hematoma noted. No harm to the patient.